Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. The physician believed it could be exit block. The ra lead was surgically abandoned. No additional adverse patient effects were reported.